Event description:
According to the facility "the raytecs are unraveling strings inside the patient".

Manufacturer narrative:
According to the facility "the raytecs are unraveling strings inside the patient". No additional information was provided from the facility. The sample has not been returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.